Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: lead accessories were analyzed and were damaged during use. The analyst also noted that the introducer tip was distorted and blood was visible. Damaged at implant attempt.

Event description:
It was reported that the physician had difficulty manipulating the introducer and lead and they got stuck during the procedure. The patient had a perforation and cardiac tamponade due to the lead and introducer. Drainage was performed and the implant was postponed. The physician also suspected the sheath tip would be split and the lead would be damaged. The lead and introducer were not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.